Event description:
Digital screen froze on pb 980; patient had significant desaturation/apneic event resulting in bradycardia, and we were unable to increase this patients oxygen during event requiring ventilator to be switched out. Patient regained oxygen saturation after bagging and new vent placed. Product name : puritan bennett. Manufacturer name : covidien. Model # : pb 840 series.